Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation

Event description:
Customer reported that the heartstart mrx's leads don't work when connecting 12 to 3. There is no indication of patient involvement.